Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant, the helix of the lead was unable to be retracted. It was noted that the helix was probably entangled with myocardial tissue. It was confirmed that the helix was deformed. The lead was not implanted and a new lead was used instead. No patient complications have been reported as a result of this event.